Event description:
The reporter contacted animas on (B)(6) 2012 alleging the patient experienced elevated blood glucose reading of "high" on the meter as the result of the auditory alarm failing to sound when cartridge was low and then empty. The patient denied signs or symptoms of hyperglycemia. The patient received a correction bolus of insulin for the high bg. The patient was not aware the cartridge was low and then empty and did not receive programmed insulin. Animas customer technical support (acts) performed troubleshooting on the pump and revealed the auditory function of the pump was inoperable. Acts assisted the reporter in programming the alarm to the vibratory function, which was operable during troubleshooting and programming; however, the reporter stated she believed the vibratory function was only working intermittently. This complaint is being reported because the reporter alleged the patient experienced an adverse event involving elevated bg as the result of pump auditory and vibratory alarm failure for low/empty cartridge.

Manufacturer narrative:
(B)(4)-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a review of the black box shows an "empty cartridge" alarm occurred on (B)(4) 2012 at 4:58pm. Confirmation of the alarm occurred after four minutes when the pump also emitted a "loss of prime" warning at 5:02pm. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump powers on with a dim display screen. A test display screen was inserted and the display screen then functioned appropriately. The pump powers on with functional vibratory features but no audible tones. The pump was primed without any issues occurring. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately. A "replace cartridge" alarm was induce during investigation and after one hour of unacknowledged warning the pump vibrated. The pump was opened for further investigation and a cold solder connection was observed to be causing the audible alarm sound loss.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.